Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the pre-cap module assembly, and the batteries. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would display a pre-charge, and a filament failed error message. No pt injury was reported.